Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the battery depletes quickly, and "makes sound" when charging 200j. There was no report of patient involvement.